Event description:
Patient was treated for a fracture at the angle of the mandible with osteomed part number 214-2417. Sometime between the initial surgery which took place on (B)(6) 2013 and (B)(6)2014 the reconstruction plate that was placed broke. (B)(6) was when the doctor noticed the fracture. Explant of the broken plate took place on (B)(6) 2014. The current status of the patient is good.

Manufacturer narrative:
Returned product was pieced together to show the 34 degrees bend of the straight plate. Doctor has control over contouring plate to desired shape however the 34 degrees angle may have caused a weak spot in the bend area. It may have been better to bend over a three hole span rather than a single hole span. It is likely that the plate may have had a small crack form when it was contoured to fit patient anatomy. This crack would have propagated with the cyclic loading that it saw as the patient started eating again during recovery. Why doctor waited over two months to explant is unknown. General surgical technique guides point to various technique tips and notes to assist in obtaining the best bends.